Manufacturer narrative:
Section d2b: product code corrected. Manufacturer's investigation conclusion: the centrimag motor (serial number (B)(6)) was evaluated following the reported event of an s3 alarm. The motor was not returned for analysis, and the cause of the s3 alarm was isolated to an issue with the returned centrimag console. The motor was not correlated to the root cause of the reported event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system for use with centrimag and pedivas blood pumping systems section 8 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system for use with centrimag and pedivas blood pumping systems, section 10.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts", cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d - specific device information was unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a persistent s3 alarm on a rental centrimag console during functional testing. The customer pressed alarm acknowledge without resolution. It was then powered down and disconnected from ac power for 30 minutes. The centrimag console was then plugged into a different outlet after which an s3 alarm occurred again with no resolution after depressing the alarm acknowledge button. The product would be returned and no replacement was required.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was no patient involved. The centrimag motor was also exchanged. All items returning were already received by abbott.